Manufacturer narrative:
(B)(4). G2: foreign ¿ australia. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Radiographs were provided. Review identified the following: not submitted for further review as images are undated which would make it difficult to correlate to the allegation and/or establish a timeline and not enhance the investigation. A definitive root cause cannot be determined. This complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that approximately 20 years post-implantation, the patient underwent a hip revision due to lysis. The stem and acetabular components were revised. Attempts have been made and no further information has been provided.